Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The left ventricular lead had high thresholds. The device was replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited elective replacement indicator (eri) and high current drain, due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.